Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. A computerized tomography scan was performed and the patient was sent home. On (B)(6) 2014 the patient returned to the emergency room with chest pain where it was noted that the patient had a pericardial effusion with a possible perforation. A pericardiocentesis was performed. The patient remained in the hospital for a few days then went home. On (B)(6) 2014 the patient was seen in clinic and was doing well.